Manufacturer narrative:
The insulin pump had a missing retainer ring, dog chew marks at the reservoir tube, minor scratches on the display window, scratched case, pillowing on keypad overlay and a cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the tank connection had been broken and the ring was missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.